Manufacturer narrative:
H6, component code: added code 515. H6, investigation findings: added code 213. H6, investigation conclusions: added code 4315. H6: code 213 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications.

Event description:
On (B)(6) 2021, this patient underwent elective endovascular treatment for an abdominal aortic aneurysm and was treated with gore¿ excluder¿ aaa endoprostheses. Reportedly, the patient had presented with a very short right common iliac artery. During the procedure, the internal iliac artery was overstented as planned. However, intra-operative imaging revealed that the stent only just covered the internal iliac artery with the physician deciding not to extend the stentgraft at this time. Postoperative imaging performed on (B)(6) 2021, identified that the implanted gore¿ excluder¿ contralateral leg component plc121200 into that short common iliac artery had now migrated proximally resulting in a type 1b endoleak. On (B)(6) 2021, a reintervention was performed and the type 1b endoleak situation was solved by extending the plc121200 component towards distal with an additional endoprosthesis. The patient tolerated the procedure.